Event description:
The patient reported that the infusion makes loud noises during piston rod retraction, and she does not believe the device delivers insulin correctly. She reported experiencing erratic blood glucose of 150-404 mg/dl despite bolusing and changing accessories. In 2009, the patient switched to her backup infusion device and had no further issues. Her normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.